Manufacturer narrative:
(B)(4). The rotaflow showed an "head error" during start up of device. Emtec had investigated the involved device. The failure was reproducible. The problem is the supply, which is generated on the internal rfd. The voltage drop is caused by an excessive current consumption within the electronics (electronic errors). Therefore the electronic assemblies (mc1 ans mc2) were exchanged. Electrical safety test was successfully. The failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). The defective rotaflow drive most probably was the cause of the "head" error. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that on the rotaflow console a "head" error occurred during start up of device. No patient involvement. (B)(4).